Event description:
It was reported that the patient was not able to get adequate pain relief due to right spinal cord stimulator (scs) lead migration, which was confirmed through x-ray. The attempt at reprogramming was unsuccessful. The patient underwent a procedure wherein the right scs lead was replaced. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.